Event description:
Hearing performance with the device is affected. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user has been re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report.

Event description:
Hearing performance with the device is affected. Re-implantation is planned.

Manufacturer narrative:
The user has been explanted on (B)(6) 2024. The device investigation is ongoing at the moment to identify the root cause of this incident. When available, a device failure analysis will be submitted as a follow up report.